Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during education, the cardiosave intra-aortic balloon pump (iabp) batteries are not charging. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed the power supply installation and discovered that the long connector was not actually clipped in all the way. It is believed that the fse completed functional tests after re-seating the connector in the power supply. A supplemental report will be submitted if additional information is provided. The following investigation was performed by technician of the maquet failure analysis and testing dept. (B)(4). The bulk power supply part number 0014-00-0258 was observed per the cardiosave service manual part number 0070-00-0639 revision q with no visual damage. The failure analysis and testing dept. Installed the bulk power supply into the cardiosave test fixture serial number ca204345l1 and tested the bulk power supply to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. During testing it was observed the batteries would not charge and the battery charge led would not light. However ac power was present as stated in the complaint.